Manufacturer narrative:
(D10) reported concomitant device(s): 300-01-09 - equinoxe, humeral stem primary, press fit 9mm: (B)(6) 310-01-44 - equinoxe, humeral head short, 44mm (alpha): 4(B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6).

Event description:
Approximately 7 year(s) and 17 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. Radiographs taken showed evidence of loosening of the glenoid component, displacement of posterior glenoid peg, and proximal humerus bone loss. The report indicates that total standard revision is needed, but no date currently and the event is considered continuing. The clinical report indicates that this event is definitely related to the device(s) and/or to the procedure. This event was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
The glenoid failure reported may be the result of glenoid loosening and displacement of the posterior glenoid peg as reported. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices remain implanted and no radiographs were provided. B3: unknown h6: corrected health effect, component, and investigation clinical codes.